Manufacturer narrative:
Follow-up #1: date of submission 05/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/26/2016 with the following findings: a review of the black box and alarm history revealed no evidence of ¿call service (cs) 064¿ or any motor alarms. The ¿ez-prime¿ steps were performed correctly; no ¿cs064¿ alarms or any errors, alarms or warnings occurred during the investigation. The reported ¿cs064¿ complaint was unable to be duplicated during investigation. The pump¿s cover was removed; there were no intermittent conditions found to the motor flex/assembly. Unrelated to the complaint, the battery compartment was observed to be cracked from the threads down to the case seal on the side. Also unrelated to the complaint, the cartridge compartment was missing a fragment around the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.